Manufacturer narrative:
D4 updated: lot number from unknown to 0028474873. B3 date of event updated from unknown to 03/28/2023.

Event description:
It was reported that balloon rupture occurred. The patient underwent left heart catheterization (lhc). A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured at 4-6 atmospheres. The stent was then removed undeployed and was still on the stent balloon. The procedure was completed with a different device, and no patient complications were reported. It was further reported that the stenosed target lesion was 90%, located in the non-tortuous and moderate to severely calcified mid and distal left anterior descending artery. Initial inflation was attempted but the balloon ruptured before the stent was even able to be expanded. The device was removed from the body and the stent was still wrapped on the balloon.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 48mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. The hypotube was broken at the distal end of the manifolds strain relief. A visual examination of the outer and inner lumen and mid-shaft section found a rupture in the wire port bond, 24.9cm from the tip of the stent. An attempt was made to inflate the device but due to the hypotube break, it was not possible due to the entry access being closed and the extrusion having ruptured. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent left heart catheterization (lhc). A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured at 4-6 atmospheres. The stent was then removed undeployed and was still on the stent balloon. The procedure was completed with a different device, and no patient complications were reported. It was further reported that the target lesion was 90% stenosed, non-tortuous and moderate to severely calcified mid and distal left anterior descending artery. The balloon was inflated once, and it ruptured before the stent was even able to be expanded. The device was removed from the body and the stent was still wrapped on the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent left heart catheterization (lhc). A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured at 4-6 atmospheres. The stent was then removed undeployed and was still on the stent balloon. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.